Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 20.4 mmol/l (367.2 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with exercise and a new pod.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.